Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Residue was observed on the external surface of the extension leg. A translucent material was observed around portions of the tubing between the 2 and 10 cm depth marks. A microscopic examination revealed a semi-circumferential breach in the tubing near the 7cm depth mark. Small creases were observed in the external surface of the tubing parallel to the edges of the split. Material whitening was observed at each end of the split. A tactual investigation revealed that the catheter had the tendency to kink across the split in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split indicate the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing and contributed to the observed split. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that it was noticed that the infused solution was pooling under dressing. It was stated, the PICC was removed and flushed, and a leak was noticed in the PICC at the 8cm mark approximately.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer1102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was noticed that the infused solution was pooling under dressing. It was stated, the PICC was removed and flushed, and a leak was noticed in the PICC at the 8cm mark approximately.